Event description:
It was reported that during a sigmoid colectomy/lar procedure, melformed staples were in the specimen. Suturing was used to repair the incomplete anastamosis. There was no patient consequence.